Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient was revised due to dislocation and instability. Surgery was scheduled and longer neck length was implanted . Surgery was successful. There was no surgical delay. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: right hip.